Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck in the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the stylet was not going into the lead¿ was confirmed. A complete lead was returned in one piece. The lead was evaluated with the stylet and found restriction/obstruction due to the inner coil clogged with blood at the distal tip end of the lead. The cause of the reported event was isolated to the inner coil clogged with blood.